Event description:
It was reported that the customer was hospitalized due to high blood glucose levels between 31 and 32 mmol/l. It was stated that the customer felt weak, and collapsed on the floor. It was stated that the customer had fluid in her lungs as well. It was stated that the customer was also diagnosed with a urine infection. In addition, it was stated that the customer had received a no delivery alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.